Manufacturer narrative:
Evaluation summary: the yellow lens was returned submerged in clear liquid inside a small glass specimen jar with a rubber stopper. The lid was wrapped in medical tape. The lens was removed from the liquid and allowed to air dry. One haptic was broken at the optic/haptic junction. The broken haptic was not returned. A portion of the optic was broken. The broken optic material was not returned. The optic also has areas of small cracked damage and scratches in the optic center. The lens was cleaned with lphse to further assess. The lens was allowed to air dry after cleaning. There was no lens opacification observed with the returned explanted lens. It is unknown if the small optic damaged areas near the center may have been interpreted as opacification. A dimensional inspection was conducted to attempt lens model identification. The diameter of the yellow lens model falls within the template specification for the manufacturer's yellow lens model. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined for the reported issue of opacification. The explanted lens was returned in liquid. The lens was broken with additional optic damage. After removal from liquid, cleaning with lphse, and allowing to air dry, the lens was evaluated. There was no opacification observed to the lens. It is unknown if the damage to the optic central area may have been interpreted as opacification. The specific product/lens model cannot be determined without further information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an opacified intraocular lens (iol) that was implanted 10 years ago. The iol was replaced with another iol. The event status was reported as recovered with persistent condition. Additional information was provided indicating that the patient feels improvement after the surgery from the vision point of view, contrast sensitivity and even psychologically. The doctor also reported that the iol was replaced with another manufacturer's 16 diopter iol. The sample has not been returned.